Event description:
It was reported that  information was received from a patient regarding an external devic . The reason for call was patient reported for the last month or so they couldn't get anything to work with their controller. Patient said when they plugged the recharger into the controller, it would say it couldn't find the device and then when they finally got the controller to find it, the controller would say the battery was depleted. Patient said the controller battery wasn't holding a charge anymore. Patient mentioned they would reset the controller and sometimes that would work for a little bit, but then the next time it wouldn't work. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on and displayed memory problem. Patient reported that when they did remove the battery pack from the controller, the battery was split in half. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the li battery pack. Patient stated they have no current doctor that works with manufacturer. Additional information was received from the patient. The patient stated that they received the replacement battery pack, but they think the issue was the recharger, as the area where the cord meets the paddle gets really hot like it's burning. Agent sent request to repair for replacement recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger analysis of the [recharger], model [97755 ], s/n (B)(6) found electrical failure - poor recharge quality message. Scrapped by low reading should be higher than 30 reads 23. Failed all bench tests. No were visually anomalies observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported for the last month or so they couldn't get anything to work with their controller. Patient said when they plugged the recharger into the controller, it would say it couldn't find the device and then when they finally got the controller to find it, the controller would say the battery was depleted. Patient said the controller battery wasn't holding a charge anymore. Patient mentioned they would reset the controller and sometimes that would work for a little bit, but then the next time it wouldn't work. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on and displayed memory problem. Patient reported that when they did remove the battery pack from the controller, the battery was split in half. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the li battery pack. Patient stated they have no current doctor that works with manufacturer. Additional information was received from the patient. The patient stated that they received the replacement battery pack, but they think the issue is the recharger, as the area where the cord meets the paddle gets really hot like it's burning. Agent sent request to repair for replacement recharger.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type recharger. Product ID: 97745bp, serial# (B)(6), product type: accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.